Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 -there was not enough information to determine the mlurc. Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved - able to establish contact with customer who indicated that customer is on the hospital due to a respiratory issue, but nothing related with the diabetes. Manufacturer contacted customer in a second follow-up call, unable to establish contact at this time.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The customer did report symptom of dizziness. The caregiver is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms, however it was recommended to inform the doctor, so customer states that they will go to their doctor. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/23/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.